Manufacturer narrative:
The reported product was returned without an associated complaint. Failure event observed during analysis. Final analysis found that as received, a partial connector portion of the lead was returned in one piece, measuring 7.5cm. External insulation abrasion was found at 6.5 ¿ 7.3 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.